Manufacturer narrative:
The complainant sought and received medical treatment at the facility's emergency room department and returned to work. Additional personal protective equipment measures have been implemented by the user facility to prevent recurrence. The individual is still currently working with the prolystica 2x concentrate. The prolystica 2x concentrate enzymatic presoak and cleaner label states, "may cause allergy or asthma symptoms or breathing difficulties if inhaled. If inhaled: remove person to fresh air and keep comfortable for breathing". The safety data sheet states, "symptoms/injuries after inhalation: inhalation of vapors or spray/mists may cause allergy or asthma symptoms or breathing difficulties. May cause respiratory irritation". The safety data sheet also states, "precautions for safe handling: provide good ventilation in process area to prevent formation of vapor". No additional issues have been reported.

Event description:
The complainant reported shortness of breath after using the prolystica 2x concentrate enzymatic presoak and cleaner.